Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 499 mg/dl. Customer did not perform troubleshooting for high blood glucose reading. Customer also reported no delivery alarm. The alarm was resolved by changing the reservoir and set. Customer treated their high blood glucose reading with manual injection. Products will not be returning for analysis.